Event description:
It was reported that the device impedance increased from the device check of six months prior. The high impedance decreased the projected longevity from nine years to one month. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
(B) (4)

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The manufacturing site ID has been corrected. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B) (4) analysis confirmed the device battery was depleted and a high current drain was observed. The high current drain is the result of high current leakage internal to an integrated circuit.